Event description:
It was reported that during a total knee arthroplasty (tka), when using a robotic assisted saw handpiece device and robotic assisted satellite station device, the surgeon noted that he felt the device was not behaving normally and was cutting out more than usual and the holding arm was not stable and was moving during the femoral cuts. It was noted that device appeared to be cutting out much more than normal, especially during the anterior and anterior chamfer cuts. It was noted that from the start of the femoral cuts the device was parallel with the knee center but by the end of the cuts had significantly drifted towards the head of the patient. It was reported that there was a 5-10 minute delay in the procedure due to the event. It was noted that the surgeon persisted with the cuts with the velys cutting out and successfully completed the procedure. It was noted that the robot was mounted to the surgical bed. There were no fragments generated. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.